Event description:
During a follow up call from the facility nurse on (B)(6) 2012, the nurse indicated the patient's fluid had been cloudy since (B)(6) 2012. The patient was sent to the emergency department (ed) on (B)(6) 2012. The patient was admitted on (B)(6) 2012, with a diagnosis of peritonitis. The patient was discharged on (B)(6) 2012. On (B)(6) 2012, the patient was reported to be bloated and distended. The patient drained and was told to report any swelling to the nurse. The hp contacted the rn on (B)(6) 2012 and reported scrotal swelling. The hp believed that this was due to the peritonitis. The hp also reported constipation to the rn. Baxter spoke with facility nurse on (B)(6) 2012, who provided the following information: the patient and caregiver give conflicting information related to the events surrounding the peritonitis and the peritoneal leak. The nurse indicated she is unable to confirm which event occurred 1st; the peritonitis or the peritoneal leak (addressed in a separate report) as a result of peritonitis. Reportedly, the patient began to experience symptoms of peritonitis on (B)(6) 2012. However, he did not come to the clinic until the following day. The patient was then admitted on (B)(6) 2012. The patient received vancomycin (dose unknown) intravenous in the hospital times one. Upon return to the clinic the patient was to receive vancomycin (dose unknown) intraperitoneal (ip) times 3 weeks. The patient received one dose of the three doses ordered. The nurse indicated the cause of the peritonitis is suspected to be poor aseptic technique. The patient has been retrained regarding aseptic technique.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient. The cause of the use error - breach in aseptic technique is unknown. A batch review was not performed as the product code and lot number were not identified. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.